Event description:
Complainant alleged that the device displayed a "discharge fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint under investigation.